Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3093-28, lot# j0444333v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect. The patient had an unrelated hospital stay, with CT and pet scans involved. The patient¿s medication while in the hospital made their ¿bowels out of sorts.¿ the patient then played with the stimulator and messed it up. Stimulation did not work following the hospital stay. The patient¿s stimulator was confirmed on, but could not feel stimulation. Increasing stimulation did not resolve the issue. The patient¿s symptoms had returned. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.